Manufacturer narrative:
Inspection of the chair shows that there was a loose jam nut on the brake cable. This could cause the parking brake to be out of adjustment which could lead to reduced clamping force. The nuts were tightened and the brakes were adjusted to factory specifications. The chair was operationally tested by a permobil rep and returned to the client.

Event description:
The client was using her chair outside on an inclined roadway. When she released the joy stick the chair continued to roll until it came to rest by striking a curb. The clients leg swung forward, and then back, hitting the back of the leg rest and causing injury to her leg due to brittle bone condition.